Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 70 months after implant the shock impedance was out of range at greater than 150 ohms. There was no mention of a plan for revision. No adverse patient side effects were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 48 cm proximal to the lead tip. Only the distal lead fragment was received and subjected to an extensive analysis. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragment. A broken contact in the conductor cable to the shock coil was measured. The subsequent visual inspection revealed a fractured conductor cable to the shock coil approx. 6 cm proximal to the lead tip. This damage can be considered as the root cause of the shock impedance measurements >150 ohms. The proximal part of the conductor fragment was found 16.5 cm proximal to the lead tip, most likely due to tensile forces applied during the extraction procedure. Based on the characteristics of the observed damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images, such as x-ray movies. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labour involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.